Manufacturer narrative:
An adult male patient was being transported to the MRI, and when the patient traveled to the elevator, the patient coded, possibly due to an over-infusion. The patient code was reported to have occurred within 2 minutes of transporting the patient. The 100 ml fluid container for the infusion was reported to be empty at this time. The initial reporter described that the pump provided an alarm during the event. Patient could not be resuscitated. Iradimed has requested additional information related to the event from the hospital's risk manager and is awaiting her response. Iradimed requested access to the pump for examination and review of the pump's history log. The hospital declined this request, and hospital's director of engineering reported they are sending the device to a third-party test facility for examination of the device. Iradimed has requested examination of the pump and pump's event log upon return from the third-party test facility. A follow up report will be provided after the product examination by iradimed corporation.

Event description:
Customer reported a possible over infusion. Limited information has been provided by the hospital. Following setup of the pump, patient was being transferred to the MRI and patient coded within 2 minutes during transit. Patient could not be resuscitated.

Manufacturer narrative:
An adult male patient was being transported to the MRI, and when the patient traveled to the elevator, the patient coded, possibly due to an over-infusion. The patient code was reported to have occurred within 2 minutes of transporting the patient. The 100 ml fluid container for the infusion was reported to be empty at this time. The initial reporter described that the pump provided an alarm during the event. Patient could not be resuscitated. Iradimed has received additional information related to the event from the hospital's risk manager. Iradimed has evaluated the pump and reviewed of the pump's history log. Iradimed has examined the pump and pump's event log upon return from the third-party test facility.

Event description:
Customer reported a possible overinfusion. Limited information has been provided by the hospital. Following setup of the pump, patient was being transferred to the MRI and patient coded within 2 minutes during transit. Patient could not be resuscitated.